Event description:
The healthcare provider (hcp) reported on (B)(6) 2016 the consumer got out of bed and started to experience burning and pain at the implantable neurostimulator (ins) pocket. The hcp turned the amplitude down from 2.4 volts to 0.9 volts which appeared to have resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.